Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2017 explanted: (B)(4) 2018 product type screening device. Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2017 explanted: (B)(4) 2018 product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the leads migrating was not determined. No further information was reported.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: screening. Device product ID: 977d260, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s trial leads backed out of their skin. The hcp suspected that the patient was not compliant with restrictions, which may have led or contributed to the issue. No actions were taken or needed, as the hcp noticed that the leads had come out when the patient was due to get the leads pulled. It was noted that the patient had changed groups prior to coming in for the lead pull. The hcp stated that the patient had a successful trial experience prior to the leads coming out on (B)(6) 2018 and planned to move forward with the implant. It was noted that the issue had been resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown.